Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided from the site and revealed the following: 3mesio shows calcification and tortuosity at the access vessel and device imagery shows a bent strut at the inflow side of crimped valve. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint was confirmed based on the evaluation of the provided imagery. Available information suggests patient factors (calcification, tortuosity) and procedural factors (excessive device manipulation) likely contributed to the event. As per 3mesio provided there were presence of calcification and tortuosity at the access vessel. Additionally resistance was felt during valve insertion, excessive manipulation could be applied to overcome the resistance felt during delivery system with crimped valve advancement. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Reference number: (B)(4). The investigation is ongoing.

Event description:
As reported, a 23mm sapien 3 ultra valve was implanted in the aortic position via a transfemoral approach. During the procedure, resistance was encountered while inserting the commander delivery system through the esheath. Upon exiting the esheath tip, the valve was noted to be damaged due to narrowed vessels. The delivery system was then retracted into the esheath, during which the esheath tip was torn. A second valve was smoothly advanced through the esheath and successfully implanted. The patient was discharged. Engineering evaluation of the provided image revealed a torn sheath liner and observed liner strands.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-02945.